Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert condition was detected on this implantable cardioverter defibrillator (ICD). The specific alert is unknown. This ICD remains in service. No adverse patient effects were reported. Additional information was received that the red alert was triggered due to high out of range shock impedances. Boston scientific technical services (ts) recommended monitoring the system. The ICD and the right ventricular (rv) lead remain in service.